Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the cylinder of this inflatable penile prosthesis (ipp) perforated the distal end of the patient's penis. A surgical procedure was performed to remove the cylinder. There were no further patient complications reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned component underwent a thorough analysis. The cylinder was microscopically inspected, and leak tested. Holes in the middle of the component that led to fluid leak were noted, consistent with sharp instrument damage. The reported patient symptom of perforation and the device migration are a known risk associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the cylinder of this inflatable penile prosthesis (ipp) perforated the distal end of the patient's penis. A surgical procedure was performed to remove the cylinder. There were no further patient complications reported.

Manufacturer narrative:
Additional information updated: b5: describe event/problem. Upon receipt at our quality assurance laboratory, the returned component underwent a thorough analysis. The cylinder was microscopically inspected, and leak tested. Holes in the middle of the component that led to fluid leak were noted, consistent with sharp instrument damage. The reported patient symptom of perforation and device migration are a known risk associated with implant of these device as indicated in the instructions for use (IFU).

Event description:
It was reported that the cylinder of this inflatable penile prosthesis (ipp) perforated the distal end of the patient's penis. A surgical procedure was performed to remove the cylinder, and four months later, the patient underwent a reimplant surgery. There were no further patient complications reported.